Event description:
It was reported that the pt has some return of his parkinson's disease symptoms. He tried to commit suicide by sitting in a running car with the garage door closed. The pt was brought to the hospital where he underwent three hyperbaric chamber treatments. The treatments did not impact the device. Subsequently, the pt was removed from life support. No further info was reported.

Manufacturer narrative:
.